Manufacturer narrative:
Continuation of d10: product ID tm90t0 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient had been having "trouble for a while", since implant. The patient had an appointment on (B)(6) 2025 and just had an increase in medication. The patient noticed that "when I bring up my personal therapy manager (ptm), I'm having issues". The ptm handset time/date was not correct. Patient services reviewed how to update the time and date and the patient was able to adjust it. It was reviewed that wi-fi was not available and it was reviewed how to update the time and date. Patient services had the patient power off the handset. The patient was requesting a bolus but could only have 2 and she thought it was due to the handset. The patient also reported issues when connecting to the pump. The patient had to connect to the pump and then at 80%, she "turns off the pump" and then moves the communicator to get it to 100%. Per the patient, their pump "moves around way too much since implant" and it continues to get even worse and it was "too loose". Per the patient, since implant, the pump had been moving around a lot and the pump "pops out" and she has to push it back into place. The patient's nurse practitioner told her to see the surgeon. Per the patient, "the pump moves and it stops" and then said the handset was connecting to the pump. It was noted that the patient's managing doctor had leftand the patient was seeing a new doctor but now the patient's previous doctor was back, so he would be the patient's managing doctor. Per the ptm, the ptm had a bolus duration of 1 minute, a lockout of 6 hours, a dose restriction interval of 1x/6 hours, and a maximum of 4 boluses per day. Per the ptm, the pump date was (B)(6) 2025 and the pump time was 4:57, with the current time being 5pm. Patient services reviewed to reset the time. It was noted that the patient was only able to bolus 3 times before the reset. Patient services reviewed programming. Patient services reviewed ptm general use and redirected the patient to the managing physician. The patient mentioned that she was not able to bolus she needs it and she was in a lot of pain having a 6 hour lockout. When the patient was trying to connect to the pump, the ptm stops about 4 times.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain. It was reported that the reason for the call was that they had been having issues for a while. The patient then said that the pump itself had been moving around since the pump had been implanted. The patient said that health care provider (hcp) had them get a x-ray to see if the pump had flipped or not, but hcp didn't say anything about the x-ray to them. The patient said that they were in a lot of pain and that they wished that they never had the pump put in. The patient said that they had magnetic resonance imaging (MRI) done and that hcp checked the device, but the hcp told them that hcp couldn't do surgery for them and then didn't show them the MRI results like the hcp was going to. The patient said that hcp told them to let the hcp know when the pump bothered them too much and then the hcp would do the surgery. The patient said that hcp just increased the dosage and hcp told them they could have 2 more (the agent understood that the patient was referring to being allowed 2 more boluses), however they were not getting relief and they wanted relief. The patient wanted to know what their dosage was. The agent redirected the patient to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.